Event description:
The customer stated an architect i2000sr analyzer generated discrepant troponin results for two samples from one patient. The first bleed generated troponin results of 0.073, 0.084, 0.241 and 0.004. The patient was redrawn six hours later and the second bleed generated troponin results of 0.003 and 0.042. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained material of the same lot, a search for similar complaints, and a review of labeling. Accuracy testing was performed using likely cause lot 13154un11 and the testing met acceptance criteria. No adverse trends were identified related to this issue. Labeling was reviewed and found to be adequate. Based on this investigation architect stat troponin-I reagent lot 13154un11 is performing as intended.